Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) stopped after performed compressions for less than a minute and displayed fault code 27 (encoder fault) was confirmed during the archive data review but not during the initial functional testing. Based on the archive review, the root cause for the observed fault was due to the defective integrated encoder, likely attributed to a defective component. The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review showed the platform stopped after 16 compressions due to fault code 27, thus confirming the customer complaint. The autopulse platform stopped compression due to the encoder indicating the drive shaft is turning too fast at a speed higher than 3000 rpm during compression due to a defective encoder. The defective integrated encoder was replaced to address the fault. The customer restarted the platform and it displayed user advisory (ua) 45 error message. Further review of the archive found multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. The platform failed the initial functional test with user advisory (ua) 45 error message, thus confirming the customer complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient 2. During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) years old male patient (weight - 175 lbs.). The customer reported that the platform stopped after performed compressions for less than a minute and displayed fault code 27 (encoder fault) and user advisory (ua) 45 (not at "home" position after power-on/restart) error messages. The crew tried to clear the error by lifting the lifeband and placing the driveshaft to the home position without any success. The cardiac arrest was witnessed and the patient immediately received the first CPR. After the autopulse platform stopped compression, the crew performed manual CPR for 2 minutes during the troubleshooting and then continued during the transport to the hospital. Rosc was not achieved, and the patient was pronounced in the hospital. No information about the cause of death was provided. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device. For patient 1, see MFR 3010617000-2021-00315, ccr 53604.